Manufacturer narrative:
(B)(4).

Event description:
A physician reported to an international distributor that a patient scratched the area around the implanted vns system which led to an infection at the site. The physician suspected no other cause for the infection beyond the patient scratching. Cultures were not taken and the physician elected to explant the lead and generator. The patient was subsequently discharged from the hospital. The last known vns device check revealed normal battery and lead impedance status. The explanted devices were discarded by the explanting facility. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The patient may be re-implanted at a future date but no known re-implantation has occurred to date.